Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the guidewire was unable to be inserted into the left ventricular lead. The lead was not used. Another lead was implanted. The patient's condition post procedure was stable.